Event description:
The customer reported to baxter (B)(4) of a interlink system non-dehp t-connector set rotating male luer lock t-connector in which the tubing separated from the t-connector. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received without the pouch for evaluation. The microbore winged female luer lock adapter was connected to an interlink injection site sub-assy and an unknown connector. Upon visual inspection, the tubing was torn and separated from the t-connector. The tubing was still bonded inside the inner diameter of the t-connector. The reported condition was confirmed, however, a root cause for the separation was unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.